Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms were received. The customer's blood glucose (bg) level was 201 mg/dl. Multiple infusion set changes were performed and the occlusion alarms continued. A system check was performed and the pump performed as intended. Reportedly, the cartridge had been in use for 5 days, 2 days past labeling. A cartridge change was performed and the customer successfully resumed insulin deliveries. Tandem technical support educated the customer in terms of the importance of staying within labeling of pump supplies.